Manufacturer narrative:
The hvad pump ((B)(4)) was not returned to manufacturer for analysis as it remains implanted in the patient. Review of the manufacturing documentation indicated that pump ((B)(4)) met all internal manufacturing requirements. The reported event, pump stops, was confirmed by observation of alarm log history screen and by analysis of provided controller logs files. When trouble shooting this event, heartware clinical specialist noted that the reported event were not due to a device malfunction, but rather user error because the driveline boot was inserted backwards, leading to a loose connection that resulted in the intermittent disconnects. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The white driveline cover is designed to slide over the pump/controller connection to protect this connection and keep it clean. The instructions for use (IFU) and patient manual explain that the driveline cover should always cover the silver driveline connector and depicts an illustration of the correct orientation of the cover. The IFU and patient manual further instruct the user on the proper method of controller exchange including the steps involving the driveline cover. (B)(4).

Event description:
Approximately one year and two months after implant, this patient presented to the emergency room with vad stopped alarms and associated presyncope as well as continuous electrical fault alarms. Examination of their equipment revealed that the driveline connector boot was on backwards and that this was pressing on the driveline connector's locking mechanism, preventing the driveline from completely engaging with the controller. The driveline boot was replaced with one in the correct orientation by a heartware clinical specialist and all issues resolved. The patient did not require admission to hospital and suffered no sequelae as a result of this event.